Event description:
The facility reported that the stapler jammed and remained caught on the skin of the patient. No patient injury or adverse outcome was reported.

Manufacturer narrative:
No patient injury was reported. Evaluation conclusions - all indicate that the device has not been returned for evaluation. No results are available at this time. A follow up report will be filed upon completion of the evaluation or if additional information becomes available.